Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information notes that prior programming changes were made. Subsequently, far r-wave oversensing continued to be seen. Programming changes were recommended and the device remains implanted.

Event description:
New information received notes that programming changes were made to the device. The device remains implanted.

Event description:
It was reported that the device exhibited far r wave oversensing. The device remains implanted.